Event description:
Caller reported a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. Technical support helped the caller reset the pump successfully, and the caller was able to start a new sensor session without further issues.